Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the keypad was found to be worn, but there was no evidence of peeling or tearing of the keypad. During testing the up arrow, down arrow, and contrast buttons were intermittently responsive. With the keypad cover removed, contamination was noted underneath the up arrow, down arrow, contrast, and okay button contacts. Unrelated to the original complaint, when the pump display screen shows a dim, red color when the pump is booted up.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.